Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to inquire about a error on the device. Customer reported a b30 (scope communication error). Tac instructed the customer to troubleshoot with the customer, but the customer declined. Tac sent the customer a cv-1 90 user manual where it indicates some possible solution for the b30 error. The customer reported additionally issues, but tac instructed customer to send in the unit for repair. The device was returned for evaluation. The reported b30 (scope communication error) was confirmed. The evaluation uncovered no image from the unit, the video socket connector had broken/ bent pins and minor cosmetic wear and minor scratches on top of the cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer inquired during a unknown procedure, what a b30 (scope communication error) was on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported b30 (scope communication error). In addition, the reportable issue of the broken pins of the video connector contributed to the communication error leading to the b30 issue. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The device was shipped in accordance with the specifications. A definitive root cause for the reported device problem was not established. However, it is probable that the product problem was caused by the bent/broken pins on the video connector. However, a root cause for the bent/broken pins could not be identiifed. Olympus will continue to monitor field performance for this device.